Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the pt on (B) (6) 2010 and obtained the following information: the pt stated he tests three to four times a day and manages his diabetes with 15 units of novolog regular three times a day and 25 units of novolin at bedtime. The pt corrected and clarified that the alleged issue began on (B) (6) 2010 at 8am. The pt clarified he received blood glucose readings of "24 and 25 mg/dl", performed within one minute of each other. After testing, the pt clarified he ate his breakfast and did not take his insulin. The pt clarified that he retested three hours later with the subject meter and received a blood glucose reading of "192 mg/dl". In response to the reading, the pt stated he took 15 units of his novolog regular insulin. The pt corrected and clarified that at approximately 3pm, he experienced symptoms of dizziness and sweating, which he associated as having low blood glucose. The pt clarified that he administered self treatment soon after by drinking (b) 46) and eating a (B) (4) candy bar. As a result of the erratic readings, the pt stated he did not test with the subject meter for the remainder of the day; however, he continued with his usual diabetes regimen. The pt confirmed and clarified he did not test with another meter, until the following day (B) (6) 2010 when his nurse arrived with a backup meter. At the time of troubleshooting, the cca verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the pt. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.